Event description:
During the implantation of the graft, the surgeon reported observing a pin hole. The surgeon sutured the pin hole and continued with the implantation of the graft. Pt is doing fine, no future complaints were recorded.

Manufacturer narrative:
Modification; surgeon sutured the pin hole and implanted the device.